Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose over 300 mg/dl and the customer had chest pain. The customer was wearing the pump at time of hospitalization. The customer was treated in emergency room. The insulin pump will not be returned for analysis.